Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. Customer received higher sensor scan results when compared to readings obtained on hcp meter. As a result, customer experienced a loss of consciousness overnight with "sweating palms" and was unable to self-treat, requiring contact with a healthcare professional (hcp). The hcp performed a blood glucose measurement with result 166 mg/dl, compared to a sensor result of "hi" (reading greater than 500 mg/dl), and provided third-party treatment of glucose injection (dose unspecified) for a diagnosis of hypoglycemia. The results, when plotted on a parkes error grid, fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event. Additional results of 501 mg/dl versus 140 mg/dl and 160 mg/dl were plotted on a parkes error grid and fell into the "c" zone, showing the difference in values to be clinically significant, however it is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. Customer received higher sensor scan results when compared to readings obtained on hcp meter. As a result, customer experienced a loss of consciousness overnight with "sweating palms" and was unable to self-treat, requiring contact with a healthcare professional (hcp). The hcp performed a blood glucose measurement with result 166 mg/dl, compared to a sensor result of "hi" (reading greater than 500 mg/dl), and provided third-party treatment of glucose injection (dose unspecified) for a diagnosis of hypoglycemia. The results, when plotted on a parkes error grid, fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event. Additional results of 501 mg/dl versus 140 mg/dl and 160 mg/dl were plotted on a parkes error grid and fell into the "c" zone, showing the difference in values to be clinically significant, however it is unknown when these readings were obtained in relation to the reported adverse event.